Manufacturer narrative:
Imdrf device code a0401 captures the reportable investigation results of stent shaft break. The percuflex ultra ureteral stent was returned with the suture and the positioner for analysis. During visual inspection, and device inspection under magnification, it was possible to see that both stent coils were kinked. The reported event of stent shaft break will not be confirmed. Regarding to the analysis performed, it is possible to conclude that this issue could be caused by operational factors. Possible that manipulation during the preparation of the device could have caused kinks. Additionally, the instruction for use states that bending or kinking during or prior to placement could damage the integrity of the stent. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the preparation, when the physician opened the package and it was found it was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Event description:
It was reported that during the preparation, when the physician opened the package and it was found it was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.